Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01526. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 2 years and 3 months. Manufacturer's investigation conclusion: the user facility reported that the pump would not be returned to the manufacturer for analysis. The report of depleted batteries was confirmed based on the submitted log file. The log file contained approximately 5 days of data, spanning from (B)(6) 2018 at 20:15:59 to (B)(6) 2018 at 03:52:57. On (B)(6) 201801:56:24, the low power hazard became active. Approximately 8 minutes later, both batteries depleted and a no external power alarm activated. The system controller¿s 11 volt lithium-ion backup battery (ebb) activated and continued to provide power to the system until it was completely depleted. This sequence of events recorded in the log file indicates that the external batteries and the ebb had been completely depleted causing an interruption in pump function for an undetermined amount of time. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The IFU also lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was brought to the hospital in cardiac arrest and was subsequently declared dead after in emergency room echocardiogram demonstrated no myocardial wall motion. It is suspected that the patient may have gone to sleep with the pump connected to batteries and the batteries depleted. The patient was found on the floor in the bathroom with a cut to the head and blood on the floor. The system controller was attached to batteries when emergency medical services (ems) arrived, however, it was reported that the batteries were depleted. No additional information was received.